Event description:
It was reported that the user experienced loss of glucose readings from a freestyle libre 3 plus sensor to the ilet app and ilet device, consistent with intermittent communication or signal loss between the cgm and the ilet system; after the user restarted the ilet, glucose readings resumed and blood glucose was reported as 121 mg/dl, with no impact to therapy. Symptoms included no clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting, including device restart. Investigation of this case revealed restoration of cgm data transmission after reboot, consistent with transient connectivity disruption. It was concluded, based on previously established findings for similar reports, that the event was related to temporary signal loss, which resolved with standard troubleshooting.